Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right atrial (ra) lead exhibited device pocket stimulation and had a drop in impedance. The ra lead was capped and replaced on 19 dec 2024. The patient was in stable condition.